Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 314 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include vomiting and diarrhea. Once at the hospital upon removal of the pod the cannula was found to be dislodged from the pod infusion site (arm). The patient was diagnosed with gastroparesis. The patient was treated with intravenous fluids, insulin injections and medication for nausea. The patient was discharged from the hospital after 5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.